Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous vessel. A 4.0mmx20mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, on initial inflation at 4 atmospheres for 10 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported.